Event description:
There is no additional event information.

Manufacturer narrative:
Review of the most recent repair record determined the device was not cutting / meshing properly; failed cutter. The cutter was replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit does not mesh properly. The event timing was during kit inspection. There was no harm or delay reported as there was no patient involvement. Due diligence is complete.